Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision and pocket sites. The symptoms were redness and drainage at the midline site and redness at the pocket site. The physician administered bactrim antibiotics; however, this did not resolve the infection and the patient underwent a procedure. The physician irrigated the midline site and placed vancomycin within the incision. The patient was administered ciprofloxacin antibiotics. The physician believes the infection could be as a result of the bone or due to the fact the incision opened up post-operatively. The patient is reportedly doing well and the symptoms have resolved.